Manufacturer narrative:
The reagent lot number is 77292601 with an expiration date of 31-oct-2024. The investigation reviewed the last calibration performed on 22-apr-2024. The results were within specifications. The investigation reviewed the qc recovery. The results were within specifications. The investigation reviewed the alarm trace. The trace had an "abnormal aspiration (sample pipetter s1)" alarm. The field service engineer (fse) inspected the analyzer and found a misadjusted rinse mechanism. He then adjusted the rinse mechanism fluid levels to specification. He performed a hardware check by test. Performance, unit precision, and accuracy tests with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable creatinine (creap2) results from two patient samples tested on the cobas c 503 analytical unit. The initial results were reported outside of the laboratory. Sample 1. The bun/creatinine (b/c) ratio was questioned prompting the rerun of the patient sample on their other c 503 analyzer. The initial result from the analyzer was 5.4 mg/dl. The repeat result from the other analyzer was 1.1 mg/dl. Sample 2. The doctor questioned the result prompting the rerun of the patient sample on their other c 503 analyzer. The initial result from the analyzer was 5.7 mg/dl. The repeat result from the other analyzer was 0.6 mg/dl. The repeat results were deemed correct.